Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the person with diabetes (pwd) stated that upon removing the cleo 90 from the skin, the cannula had broken off and was believed to still be inside the body. The infusion site was described as hard. The pwd also reported attempting to push the cannula when the issue first occurred and confirmed saving the remaining part of the cleo for return and investigation. The event occurred while in use with patient.